Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor fractured due to flexing in vivo. (B)(4).

Event description:
It was reported that a lead was returned to the manufacturer with no information and subsequently tested out of specification. No patient complications have been reported as a result of this event.